Event description:
According to the reporter, during a mastopexy, abdominoplasty and thigh liposuction, during closure of the subcutaneous layer, while doing a running stitch, the strand kinked and broke. The thread got caught on itself and the friction of the barbs caused it to break. Another strand was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.